Event description:
Device issue: none. Adverse event: in-stent restenosis requiring medical intervention. Onset of adverse event: post procedure. It was reported that on (B)(6), 2010, a 3.5 x 15 mm xience was deployed in the proximal right coronary artery (rca) and a 3.5 x 18 mm xience was deployed in the mid rca. The pt returned to the hospital on (B)(6), 2010, with chest pain and was kept over night for observation. On (B)(6), 2010, the pt had chest pain again and st elevation. Thrombosis/90% stenosis was seen in the 3.5 x 18 mm xience stent deployed in the mid rca lesion. Ivus showed that the surface of the lesion in the mid rca had become organized and seemed to be stiff. An aspiration catheter would not cross the lesion. In stent restenosis (isr) was seen in the 3.5 x 15 mm xience in the proximal rca lesion. The isr and the thrombosis were treated. During the balloon dilation, the pt st level decreased, however, chest pain continued. A non-abbott stent was deployed to treat the thrombosis and post-dilatation was performed three times. The pt's chest pain continued and a new stenosis was found in the distal rca, but could not be treated because a non-abbott guide wire could not cross the lesion. The pt's chest pain had subsided so the procedure was ended with no treatment to the distal rca. Reportedly, the pt was in stable condition with no chest pain.

Manufacturer narrative:
(B)(4). Angina, EKG changes, and restenosis are known adverse events listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that a non-abbott drug eluting stent was later implanted to treat the stenosis, it should be noted, the IFU states: effects of multiple stenting using these stents combined with other drug-eluting stents are also unk. When multiple drug-eluting stents are required, use only these stents in order to avoid potential interactions with other drug-eluting or coated stents. The 3.5 x 18 mm xience v.